Manufacturer narrative:
Since the suspected device was not returned and serial no. Was not identified, we could not investigate manufacturing history records. It might be affected by patient's lesion status, peristalsis of organs, and drug use in general. After stent implantation, chemotherapy was followed and tumour necrosis was achieved by successful chemotherapy. So migration might be occurred. It is, however, hard to find out exact root cause for this complaint because the suspected device was not returned and it is difficult to reconstruct the situation at the time of procedure with limited information. Based on physician's comment, it seems that migration was occurred due to patient's lesion status rather than device malfunction. And also, site of hemorrhage and stent placement is not too close, so this ae is most likely unrelated to the placement of stent. The suspected device is not registered in the us and we will continuously monitor whether similar or same complaint occurs.

Event description:
On (B)(6) 2015: bc1008-8 was applied to biliary, out of papilla. Chemotherapy followed. On (B)(6) 2016: hematemesis was pointed out and CT scan followed. False aneurysm was found to have been developed as a result. Biliary tract hemorrhage was also confirmed and stent was found to have migrated near large intestine. Angiography was done to confirm the bleeding site and to perform embolization. Patient was hospitalized for 24 days and later kept under a periodic follow-up. Physician's comment: tumour necrosis was achieved by successful chemotherapy, in which formed aneurysm that later hemorrhaged. Site of hemorrhage and stent placement is not too close, so this ae is most likely unrelated to the placement of stent.